Event description:
Additional information: patient has been treated with sterilization and bandage. The "outcome (recovered)."

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "staff of the clinic was injured in the hand by needle sticking" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Controls performed did not find any problems which would have resulted in such a problem being not detected. There was no deviation and no problem was detected.

Event description:
Healthcare professional reported that a "staff of the clinic was injured in the hand by needle sticking" from a package of juv&#580;erm vista ultra plus xc. Healthcare professional also reported that the "needle was originally sticking out from the needle cap."